Event description:
The account's maintenance stated after the bed is raised he can see it slowly drift downward.

Manufacturer narrative:
The account's maintenance cleaned the hi/low drive brake assembly to repair the bed.